Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was cut, damaging wires in the cable and causing the belt/monitor communication faults. The red (can h) wire was cut. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt was unable to properly communicate with a monitor.